Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the resistance was in the distal and middle of the catheter. No kink/damage to the catheter or guidewire observed. The device was initially positioned in the middle cerebral artery. They did several resheathing maneuvers, then went back to midbrain to try to open it again, even so the mouth and midbody remained closed.

Manufacturer narrative:
H3: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis. The pipeline flex shield was returned outside the phenom 27 catheter. The pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis and the reason was not provided. No bent or kink were found with the pusher. The hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal end of pipeline flex shield was fully opened and moderately damaged. The proximal end of pipeline flex shield was not fully opened due to damaged braid. The phenom 27 catheter tip and marker were found to be flattened. No bent or kink were found with phenom 27 catheter body. No flash or voids molded were observed in the hub. No damage was found with hub. No other anomalies were observed. The total and usable lengths of phenom catheter were measured to be within specifications. For further examination, the catheter was cut to remove the pipeline flex shield braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. The broken end was sent out for sem (scanning electron microscopy) analysis. Based on the analysis findings, the pipeline flex shield was confirmed to have failure/incomplete open as the proximal end of pipeline flex shield appeared to be not fully opened due to damaged braid. However, the cause could not be determined. In addition, the pipeline flex shield and phenom 27 catheter were confirmed to have resistance. The pipeline flex shield and the phenom 27 catheter were found to be damaged. From the damages seen on the catheter body (flattening), pipeline flex shield braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result the wire failed via torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received corrected that the the distal and middle of the pipeline did not open. The pipeline was not positioned in a vessel bend when it failed to open; the device was initially positioned in the middle cerebral artery. They did several resheathing maneuvers, then went back to midbrain to try to open it again, even so the mouth and midbody remained closed. The cause of the event was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline made a fish mouth and didn't open the medium body even after several recapping maneuvers (giving and releasing the pressure). It was replaced by another phenom and pipeline that worked normally. The patient did not experience any injury, symptoms, additional medical/surgical intervention, or extended hospitalization. Angiographic results post procedure were said to be satisfactory. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, saccular aneurysm located in the ophthalmic segment of the right internal carotid artery. The max diameter and neck diameter were 5.5mm. The patient's vessel tortuosity was normal. The landing zone was 3.8mm distal and 4.8mm proximal. The access vessel was the femoral artery. Dual antiplatelet treatment was administered (effient 10mg e aas). Ancillary devices include a phenom 27 microcatheter.